Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by (B)(6) or its employees that the report constitutes an admission that the device, (B)(6), or its employees, caused or contributed to a potential patient event documented in this report. On 11feb2026, the distributor reported the following to anika: we received an anika product complaint with the following event description as reported to j&j medtech orthopedics on 09-feb-2026. Event date was 04apr2025. (B)(6) 2 ml us - 630254: lot number unknown. The device return is unknown. Event description: patient states that he has orthovisc in the past without difficulty or reaction. Patient had orthovisc in both knees. After receiving the 3rd injection, the right knee was extremely swollen and painful. Patient reports that his lower right extremity - from knee down to foot began turning colors. Physician went ahead and gave the 4th injection. Patient states that he began having joint pain in bilateral knees, hips and shoulders and he has been to many docs and been tested for everything and docs are not able to make diagnosis. He had the right knee drained twice and the fluid came back clear. Patient states that he is in constant agony and takes 4-5 hydrocodone 10mg tablets per day along with oral steroid prednisone. Additional information is being solicited.

Manufacturer narrative:
The case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.